Manufacturer narrative:
Manufacturing review: a manufacturing review was not requested as the lot number reported as unknown. Investigation summary: the sample was not returned for evaluation. The investigation is inconclusive, as no objective evidence has been provided to confirm any alleged deficiency with the device. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. Device not returned.

Event description:
It was reported through the results of a clinical trial, that approximately seven months post index procedure, the subject developed 95 % of target lesion re-stenosis. A standard pta was used to successfully treat the target lesion. The current status of the patient was unknown.